Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulator was not working for his left side at all. The patient stated ¿I went to the doctor and they were going to visit me, but I didn¿t think it was the stimulator at the time, but I had some other pain issues going, but today I found that it¿s the left side. No matter how high I turn it up I¿m not getting any stimulation for the left side of my back.¿ the patient didn¿t think he needed the manufacturer¿s representative (rep) at that time because he thought the device was working and the pain was coming from somewhere else. When asked how long the issues had been going on for the patient stated ¿they had been going on for quite a while, but I didn¿t think it was the stimulator because I have a dual so it works for the left and the right. I was getting, I guess some stimulation from the right side so it was carrying over to the left. Basically I had kidney stones and other stuff going on, so I didn¿t think it as the stimulator. I didn¿t want anybody to touch it because it was working fine, but now I found that it¿s not.¿ the patient mentioned he had so many surgeries in the last six months and due to the device not working for his left side he was in excruciating pain. It was confirmed this issue had been going on for a couple of months because he thought it was something else. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was determined but it was unknown if it was device related. Reprogramming was needed and performed on (B)(6) 2014. The healthcare provider (hcp) was waiting to see if the adjustment was helping with the patient¿s stimulation therapy. No troubleshooting, interventions, or other actions were taken to mitigate or resolve the event. The patient did not experience a loss of therapeutic effect or a loss of stimulation. However, it was reported the loss of stimulation was gradual. The patient recovered without permanent impairment.